Event description:
A customer reported that a discordant (false negative) result for troponin I was obtained on an immulite 2000 xpi. The same sample was sent to another laboratory and a positive result was obtained. There are no reports of a patient intervention or adverse health consequences due to the discordant troponin I result.

Manufacturer narrative:
(B)(4).additional information: an urgent field safety notice (ufsn), (B)(4) - immulite 2000/immulite 2000 xpi troponin I high control bias, was sent to customers in (B)(4) 2012.siemens is currently investigating this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the customer did not apply the cut-off value as per siemens labeling. The system is performing within specifications. No further evaluation of the device is required.